Event description:
The patient had a helex septal occluder implanted in 2005. The explanting physician stated that there had been displacement of the device compared to his previous evaluations. The physician chose to remove the device, and repair the defect surgically. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.